Event description:
Without acknowledging my metal allergy, a surgeon, young, dr. (B)(6) of (B)(6), a thoracic surgeon deployed several gore-tags in my thoracic aorta leaving behind metal clips in my right femoral artery. Days after the surgery and for the past 3 1/2 years, I have suffered tremendously with severe itching. Benadryl orally 25-50 mgs daily as well as topical benadryl have been my only temporary help. Now with potential side effects from benadryl, I am frightened. The itching is so severe, dr. (B)(6) will not see me even though I have written to him twice and visited his office manager. I had this aneurysm for nearly 25 years and my other surgeons did not want to operate as I was stable and in good health.